Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and identified the sample/reagent probe as the root cause. He detected slight oxidation or corrosion on the probe contacts, leakage from the probe tip, and incorrect liquid-level detection voltages. He performed a detailed inspection of all these parts and replaced the tubing and seals. He verified the analyzer's performance with qcs. The investigation determined that a component failure (sample/reagent probe) caused the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable vitamin b12 assay result from one patient sample tested on the cobas e 411 analyzer (rack system). The initial result was >2000 pg/ml with a data flag. The repeat result was 80.5 pg/ml. The initial result was not reported outside of the laboratory. The repeat result was deemed correct.